Event description:
New information received notes the patient presented to the hospital for ablation procedure. Upon interrogation, it was discovered that the pacemaker was in backup vvi mode. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, it was discovered that the pacemaker was in backup vvi mode. No programming changes were made to the device. The patient condition is unknown.